Event description:
Report received from (B)(6) stating that the device was being returned for routine maintenance. During service of the device, it was fond that the device had heat. It is known that the device was not being used during surgery and no pt or user injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If additional info becomes available a supplemental report will be submitted. (B)(4).